Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Proglide device #1 (part 12673-03; lot 950146h), will be filed under a separate medwatch MFR number. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, link, anterior needle, and both cuffs were not returned. Without the return of these components, the scope of this investigation was limited. Inspection revealed a severely damaged posterior needle barb. This is consistent with the posterior cuff detaching from posterior needle tip during the needle plunger retraction. Cuff-to-needle tip detachment would result in a failure to retrieve the suture and this could appear very similar to the reported cuff miss. The damaged posterior needle barb indicated that significant resistance was encountered while retracting the needle plunger; however, during testing, a proxy plunger was inserted and retracted successfully without any observable resistance. The whole suture was able to be pulled out from the device without any resistance that could result in the cuff detaching from its needle tip. There was no damage to the suture to suggest that suture drag might have occurred which could contribute to cuff-to-needle tip detachment. Based on the investigation findings, the root cause for the posterior cuff detaching from its needle tip could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.